Manufacturer narrative:
H3, h6: the real intelligence cori, part number (B)(4), serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. In absence of the xsession files, a review of the provided system log files and screenshots was completed. The reported problem was confirmed. The symptoms of the complaint can be compared to a known bug. Should the missing files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a console software bug based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori would not generate the tibial bone model. The procedure was resumed, after a non-significant delay but it was needed to restart and create a new case. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).